Event description:
It was reported during a device change out procedure, no lead anomaly was detected via x-ray. After the pocket was closed hv impedance measurements were low to out of range. The physician elected to replace the lead. Patient condition was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.